Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: product ID a820 serial# unknown product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving intrathecal fentanyl via an implanted pump for non-malignant pain. It was reported that for the past 'around 4-5 months, and getting worse over time,' their equipment had been taking too long to connect to their pump for a bolus. The patient stated it takes 'almost 15-20 minutes to connect, and it's only suppose to take like 6 minutes at the most,' and sometimes the screen would go completely gray or black/time out on them. It was reported when it times out, they have to restart the handset and restart connecting to the pump. Patient mentioned 'it's just doing all kind of screwy things.' The patient already had myptm app open and had an expected lockout time of 1 hour and 31 minutes. The agent assisted the patient in closing out of all running applications, and clearing data. Prior to clearing data, patient's data was 26.85 mb. The patient reconnected to the pump and mentioned it usually hangs at 'retrieving pump settings,' but after clearing data, it did not hang on that screen and connected well. The patient would monitor and call back for assistance. The myptm app version was 2.0.1700. No patient complications have been reported as a result of this event.